Event description:
Follow up information identified the physician has opted to trial the patient with a competitor¿s system. The field representative does not expect to receive any further information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-23850. It was reported the patient experienced ineffective stimulation due to high impedances that began during an ipg replacement on (B)(6) 2020. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
Device information was provided and is included in this report.